Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (2 gm every 5 days, intraperitoneal, ongoing and duration were not reported), ceftazidime injection (1 gm per day, intraperitoneal, ongoing, and duration were not reported) and heparin injection (1/2 ml per bag, intraperitoneal, ongoing, and duration were not reported) for peritonitis. Two days after the event onset, the patient was hospitalized for the event. Five days after the event onset, the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. No additional information is available.